Event description:
Boston scientific received info that this transvenous right atrial (ra) lead was removed from service for non-capture. Initially, during the surgical procedure, the physician attempted to re-implant this lead but tissue was noted in the coil. The physician elected to implant a new lead. To date, this lead has not been returned to boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents condirmed a regulare device mfg.